Event description:
Literature: hsu h-f, cheng h-y, yang s-h, liang c-c. Rehabilitation assists in recovery after complicated intracerebral hemorrhage related to deep brain stimulation. Tzu chi medical journal. 2010;22(1):61-64. Summary: this article discussed a pt who underwent an inpatient rehabilitation program because of complicated intracerebral hemorrhage after a dbs procedure. It also reviews the current literature reporting complications following dbs. Event: a (B)(6) man who was diagnosed with parkinson's disease 12 yrs ago suffered right hemiparesis 7 hrs after the dbs insertion operation. Manual muscle tests of the right upper and lower limbs were graded 2. Emergency brain computed tomography showed hemorrhage at the tip of the left electrode in the left cerebral peduncle. The pt was given medication to reduce intracranial pressure and was put into an inpatient rehabilitation program one week later. The pt received physical and occupational therapy on a daily basis. After approximately 1 and one half months, the pt had almost reached his rehabilitation goals. Dbs remained turned off during this time. Around one month later, the pt returned to neurosurgery for a battery implantation and programming. It is unclear whether the pt had one or two device sets implanted.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. This report is being submitted late due to a delay by an MFR employee. A process improvement plan and training are in place.